Event description:
It was reported that the implantable cardiac monitor exhibited undersensing resulting into inappropriate pause episodes. No intervention was performed. The patient was in stable condition.